Event description:
The customer returned the product for the device saying, "cassette not locked" when it actually was, and during physical inspection it was found that the upstream occlusion (uso) seal was delaminated, and the latch lock sensor was inoperable. After investigation the results indicated a reportable malfunction due to the delaminated uso seal and inoperable latch lock sensor. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis, and the investigation findings confirmed the reported issue. Visual inspection identified a damaged upstream occlusion (uso) sensor and a delaminated uso seal. Functional testing identified an inoperable latch lock sensor. After investigation, the results indicated a reportable malfunction due to the inoperable latch lock sensor, damaged uso seal and damaged uso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The latch lock sensor, uso sensor, and uso seal were replaced to address this issue.